Event description:
It was reported that on (B)(6) 2022, a patient was treated for an abdominal aortic aneurysm with gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis components. During post-operative CT imaging, the patient presented with a kinked trunk - ipsilateral leg endoprosthesis. On (B)(6) 2022, the patient was treated for the kinked leg with two bentley plus stents (8x59 mm) at the aortic bifurcation. Post-operative CT imaging showed a small type ia endoleak and graft migration. On (B)(6) 2022, the patient was treated with an aortic extender endoprosthesis to extend the seal of the original endoprosthesis and resolve the endoleak. During the procedure, the physician removed the deployment line, but the extender did not successfully deploy. The physician attempted to use the backup deployment mechanism, but no deployment line was visible under the hatch. The physician then attempted to cannulate the distal end of the constrained extender to allow the advancement of a small diameter balloon to try and encourage deployment but was unsuccessful. The physician successfully removed the extender by withdrawing the entire deployment system with the leading olive still engaged. The right groin had to be cut down to successfully remove the extender. It was reported that the deployment line would not advance through the previously implanted bentley stents. The physician thought that the distal end of the deployment line may have gotten caught on these stents during the attempted deployment.

Manufacturer narrative:
Concomitant medical products: gore® excluder® conformable aaa endoprosthesis - cxt261412e - sn (B)(4); gore® dryseal flex introducer sheath - dsf1233 - sn (B)(4); gore® molding and occlusion balloon- mob37 - sn (B)(4); gore® excluder® aaa endoprosthesis - plc201000 - sn (B)(4); gore® excluder® aaa endoprosthesis - plc161200 - sn (B)(4); gore® excluder® aaa endoprosthesis - plc201400 - sn (B)(4). Device remains implanted. Related reports have been sent regarding other events for this patient. A device kinking event requiring reintervention has been reported under (B)(4) and an endoleak requiring reintervention has been reported under (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The device evaluation performed by engineering showed the following: as returned, the sleeve was not connected to the endoprosthesis as expected. The sleeve had a hole indicating the tie down line hole was properly poked in process. The cause of the sleeve becoming detached could not be identified with the available information. No other abnormalities to the endoprosthesis or the sleeve were identified that would indicate an abnormal deployment as reported. The returned deployment line was found to be intact, with no signs of damage or breaking. Engineering¿s evaluation indicates the deployment line was fully removed when the extender knob was deployed as expected. The state of the returned device is consistent with the sheath and delivery catheter being removed together. The leading end of the introducer sheath was enfolded on itself, reducing the internal diameter of the sheath resulting in the leading tip being unable to be retracted through the sheath. The catheter inner member also appeared to be necked down indicating it had been stretched. There was flashing of the outer shaft near the transition bond that had lifted. The cause of this lifting and its relationship to the damage to the leading end of the introducer sheath could not be determined with the available information. There was no other damage identified on the catheter or leading tip of the returned delivery system. There is no evidence to suggest a relationship between the observed stretching of the inner member and flashing of the outer shaft to the reported inability to fully deploy the device. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.

Event description:
It was reported that on (B)(6) 2022, a patient was treated for an abdominal aortic aneurysm with gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis components. During post-operative CT imaging, the patient presented with a kinked trunk - ipsilateral leg endoprosthesis. On (B)(6) 2022, the patient was treated for the kinked leg with two bentley plus stents (8x59 mm) at the aortic bifurcation. Post-operative CT imaging showed a small type ia endoleak and graft migration. On (B)(6) 2022, the patient was treated with an aortic extender endoprosthesis to extend the seal of the original endoprosthesis and resolve the endoleak. During the procedure, the physician removed the deployment line, but the extender did not successfully deploy. The physician attempted to use the backup deployment mechanism, but no deployment line was visible under the hatch. The physician then attempted to cannulate the distal end of the constrained extender to allow the advancement of a small diameter balloon to try and encourage deployment but was unsuccessful. The physician successfully removed the extender by withdrawing the entire deployment system with the leading olive still engaged. The right groin had to be cut down to successfully remove the extender. It was reported that the deployment line would not advance through the previously implanted bentley stents. The physician thought that the distal end of the deployment line may have gotten caught on these stents during the attempted deployment.